Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and deflated as intended. No deformations or anomalies observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a cuff that would not deflate. The patient was ready to be extubated however, upon extubation it was noted that the pilot balloon was fully deflated, but the cuff remained inflated. Several attempts at deflating it were unsuccessful. No injury was reported.

Manufacturer narrative:
Medtronic received a voluntary medwatch report# (B)(4) in relation to the customer event. If information is provided in the future, a supplemental report will be issued.